Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that impedances were greater than 10,000 on electrodes 13,14,15. The cause unknown. Rep checked reference electrodes. As an intervention patient is not currently using these electrodes. The issue has not been resolved at the time of this report. No surgical intervention occurred or planned. Patient is alive with no injury.